Manufacturer narrative:
Additional information h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused thymo during delivery in the surgical unit. The expected therapy time was 6 hours, but the actual infusion time was estimated to be about 2 hours longer. The pump was switched out to resolve this issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.